Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. The customer's blood glucose level was 112 mg/dl. The customer stated she does have some scar tissue and does not want to try a different type of infusion set. Troubleshooting was declined. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product has been returned. Nothing further was reported.